Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contigent upon the successful completion of lot release testing and a documentation review by the quality dept.

Event description:
A female pt underwent a coronary diagnostic procedure via a 5f sheath the week of (B)(6) 2009 (exact date unk). The pt stayed in the hospital overnight (non-mynx related), and a pseudoaneurysm (psa) was diagnosed via ultrasound the next day. It was reported that the psa was successfully treated with thrombin and the pt was discharged without further clinical sequelae.